Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient went to hospital and was diagnosed with a skin infection/abscess. Patient had a procedure to remove abscess, and a wound vac was applied. Patient's wife confirmed that patient had two infusion site infections for which he received intravenous (IV) rocephin, IV meropenem and additional IV ivanz for second infection on (B)(6) 2026.